Event description:
Caller reported a malfunction on the pump, identified by malf 6, with a resettable error code. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance for resetting the pump, which resolved the issue without recurrence. Caller acknowledged the instructions and was advised to contact support if the malfunction reappeared.